Event description:
A monopolar connecting cable reportedly burned or sparked in the course of a hysteroscopy procedure. The cable came apart at the point of the sparking. Another connecting cable was used to complete the case. No injury was reported.